Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The patient was hospitalized for the event. The cause of the event was unknown. On an unreported date, the patient was treated with cefazoline (dose, frequency and route not reported), fortum (dose, frequency and route not reported) and gentamicin (intraperitoneally, dose and frequency not reported) for the peritonitis. The patient outcome was not reported. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.